Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control then replaced the interface pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that all of the critical buttons on their device were inoperable, with the exception of the on button. As a result, the device was unable to charge and shock if necessary. There was no patient use associated with the reported event.